Event description:
The customer reported that the ortho provue analyzer interpreted a dual population in the anti-d microtube as positive during type and screen testing.

Manufacturer narrative:
The customer reported that the ortho provue analyzer interpreted a dual population reaction in the anti-d microtube as positive during type and screen testing. Mts cq received cd log files from the customer for investigation. The results confirmed the customer's complaint. Information was not provided regarding the patient's medical history. An ocd field engineer contacted the customer. The fe reported that repairs were not needed to return the analyzer to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. Erroneous results were not reported as a result of this incident. However, if an incident of this nature were to recur, undetected, it could lead to erroneous results and possible transfusion incompatible blood. Instrument malfunction cold not be ruled out as a contributing factor.